Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics twice due to hypoglycemia. The customer's blood glucose reading was 20 mg/dl at the time of both events. The customer stated that his basal rate was programmed for over 40 units, which was incorrect. The customer stated that he did not make this change to his basal rates. Nothing further was reported.